Event description:
It was reported that occlusion alarms occurred. The customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was over 500 mg/dl and high ketones. Customer attempted to address the elevated (bg) with a correction bolus via the pump. Reportedly the customer is using fiasp insulin, and not removing cartridge air correctly. Tandem clinical support informed customer that using fiasp insulin, and not removing cartridge air correctly, is off label per the user guide. The paramedics were called and the customer was taken to the hospital. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on 12/25/24 with no permanent damage. It was reported that occlusion alarms occurred. The customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was over 500 mg/dl and high ketones. Customer attempted to address the elevated (bg) with a correction bolus via the pump. Reportedly the customer is using fiasp insulin, and not removing cartridge air correctly. Tandem clinical support informed customer that using fiasp insulin, and not removing cartridge air correctly, is off label per the user guide. The paramedics were called and the customer was taken to the hospital. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on 12/25/24 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guide.book page 30 tuesday, august 30, 2022 9:22 am chapter 2 ¿ important safety information 31 port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery h3 other text : device not returned